Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the controller is not working because when she attempts to increase stimulation, she gets the settings not available screen. Patient confirmed that she has tried switching to the other groups available, the ins/controller is at 100%, and has tried decreasing stimulation, but has not been able to resolve the issue. Patient noted she needs the settings higher as she cannot feel the stimulation. Later, the rep stated that they were not being able to do anything with their controller. Rep had patient reseat the controller battery and the same message appeared. No further complications were reported. **omitted information regarding a new idc for patient (no allegations) and sr (B)(4).** (B)(6) 2020 additional information was received from the manufacturer representative (rep). It was reported that there were impedance issues. Rep had to change settings, move electrodes around and it cleared the oor message. Patient is getting relief and can access all programs (increase and decrease intensity) without any error messages. Issue resolved. Physician aware. No further complications were reported/anticipated. (B)(6) 2020 additional information was received from the rep. It was reported that there were high impedances. Rep had to program around them. The cause was unknown. No further complications were reported.